Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had three reservoirs that leaked during the filling process. The customer stated that she cannot tell where the leaks are, but insulin was running down her hand and bubbles were forming in the reservoirs. Nothing further was reported.